Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported deflection issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation ablation procedure, the sheath did not deflect as expected which caused a 15 minute delay. The sheath was exchanged and the procedure was completed with no consequences to the patient.